Event description:
The customer reported problems the image whites out when system is moved from the ap to lat position. No pt injury was reported.

Manufacturer narrative:
The ge service rep was unable to duplicate malfunction. Inspection of interconnect and lemo cable assemblies were performed. The rep returned the system to service.